Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: it was reported that this was a posterior thoracolumbar fusion in th12-l3 treating burst fracture on feb. 18, 2020. After the 4th screw was inserted, the surgeon was not able to detach it manually from the inserter shaft (286750031). With the help of a plier, s/he managed to disconnect them. The procedure was completed less than 30-minute surgical delay. No further information is available. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the viper prime inserter shaft (part # 2867-50-031/ lot #mf4283701) was received at us cq. There was no damage on the distal tip, the collar showed mild signs of surface wear on its exterior. The internal thread of the collar showed no damage. Functional test: functional testing was unable to be performed due to a lack of mating devices. The relevant screw was not returned. Since no damage was observed on the threads of the collar, and functional testing could not be performed, the overall complaint was not confirmed. There was no visual damage during investigation that would contribute to a device interaction issue. Dimensional inspection: dimensional inspection was not performed as device disassembly was not possible. Document/specification review:] conclusion: the overall complaint was not confirmed for the received viper prime inserter shaft as the device showed no damage that would contribute to the complained device interaction issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot: a review of the receiving inspection (ri) for viper prime inserter shaft was conducted identifying that lot number mf4283701 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 26 dec 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the posterior thoracolumbar fusion in th12-l3 treating burst was fracture on (B)(6) 2020. After the 4th screw was inserted, the surgeon was not able to detach it manually from the inserter shaft. With the help of a plier, surgeon managed to disconnect them. The procedure was completed less than 30-minute surgical delay. The patient outcome was unknown. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 1 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.